Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that the patient had ventricular tachycardia that could not be terminated through anti-tachycardia pacing and high voltage shocks. It was mentioned that the lead was implanted in a location that was usually associated with higher defibrillation thresholds, however it was unknown if this affected defibrillation efficacy. The right ventricular lead was explanted and replaced. The patient was stable before, during, and after the surgery.